Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. A visual inspection with the naked eye noted the silicone tubing separated from the twist clamp. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of the minicap transfer set was separated from the twist clamp. This occurred after use of peritoneal dialysis. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.